Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when attempting fill the cartridge. Subsequently, it was reported that there was a piece of white material in the syringe. The customer's blood glucose level was 180 mg/dl.